Manufacturer narrative:
After battery installation, the unit powered up with a blank display. The unit was received with drops of water inside the case. Unable to perform the displacement and self tests due to the blank display. Inserted a test p-cap into the retainer ring, and it locked in place properly. Cracked case near the corner of belt clip rails, cracked keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack and it was exposed to water. No harm requiring medical intervention was reported. The device will be returned for analysis.